Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, a triclip was successfully implanted. Post deployment, the clip had single leaflet device attachment (slda) from the septal leaflet. A tear was observed in the septal leaflet. An additional triclip was implanted to stabilize the slda clip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay reported.